Event description:
A report was received that the patient will undergo a revision procedure wherein one of the leads will be removed and replaced due to erosion.

Manufacturer narrative:
Additional information was received that the patient underwent a revision wherein the lead was removed and a new lead was implanted. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2366-70, serial #: (B)(4), description: linear 3-6 lead, 70cm. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient will undergo a revision procedure wherein one of the leads will be removed and replaced due to erosion.